Event description:
It was reported by service report that the jacks could not be pumped up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results (other) - pump pedal assembly.